Event description:
It was reported that the caller was in the emergency room. It was not reported if the customer experienced a high or low blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.